Event description:
The event was reported with few details. Only the sorin programmer serial number was provided. Reportedly: the subject programmer shut down several times during devices follow-up; in addition, the episodes recorded in an ICD device memory were erased, during report printing. An explanation is requested.

Manufacturer narrative:
(B)(4), 2012; this event concerns a device that was mfg and used outside the united states. Analysis is pending.